Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6)2017, the reporter contacted animas and alleged that on the same day the patient experienced a blood glucose of 53mg/dl with blurred vision, and a severe headache, associated with an alleged inaccurate delivery issue. Reportedly, the patient remained on the pump and self treated with food and/or drink. During troubleshooting with customer technical support, it was revealed that the patient had miscounted carbohydrates, and bolused with delayed eating. The basal rate had been adjusted by their healthcare provider. The bolus settings, and the basal/temp basal settings were incorrectly programmed. The basal delivery totals in total daily dose did not match due to the prime menu being accessed, and use of the suspend feature. The basal history matched the active basal settings, all bolus totals matched, and all boluses were recorded as programmed. The patient was referred to their healthcare provider to review the pump settings. This complaint is being reported based on the allegation that the patient experienced hypoglycemia associated with use error of the pump.